Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is able to use their programmer but has error code 1703, "the ins is delivering less than requested therapy." Agent reviewed the what the code may mean. Agent advise to reduce therapy settings to a comfortable level below the oor threshold, change to an effective group without going to oor, or to recharge the battery, if it is rechargeable. Additional information was received from the manufacturer representative (rep) that the percept pc has not yet reached eri and the event has occurred more than two times. The oor/1703 message has resolved. The error was was linked with abnormal impedances (too high or too low, controller did not indicate) on contact 9b. The abnormal impedance was problematically linked to the presence of a small amount of cerebrospinal fluid or fibrosed tissue in contact with segment b of plot 9. They excluded the segment so that it wouldn't deliver current. The exclusion of the segment had no impact on the tremors in their right arm.

Event description:
Additional information was received from the manufacturer representative (rep) that the percept pc has not yet reached eri and the event has occurred more than two times. The oor/1703 message has resolved. The error was was linked with abnormal impedances (too high or too low, controller did not indicate) on contact 9b. The abnormal impedance was problematically linked to the presence of a small amount of cerebrospinal fluid or fibrosed tissue in contact with segment b of plot 9. After turning off the segment there were no more error messages and the patient was experiencing good efficacy. They excluded the segment so that it wouldn't deliver current. The exclusion of the segment had no impact on the tremors in their right arm though.

Manufacturer narrative:
Correction for b5 and h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.